Event description:
"Caller alleged discrepant results compared with the doctor's meter and the lab. Results as follows:" date: (B)(6) 2011, patient's inratio: 3.0, doctor's inratio: 1.2, lab: 3.0. Caller reported correlation issue with one patient; 2 meters, 2 strip lots, one lab result. Each test was done within 1-2 hours of each other. Therapeutic range: 2.5-3.5. Nurse initially called inquiring if anemia can affect meter results due to the different results that are being obtained with one patient. Patient tests at home with an inratio meter and wanted to check the meter's accuracy. Patient tested on her meter, then went to the doctor's office and tested on facility's inratio meter. Patient was sent to the lab due to the differences between the meter results. Nurse unable to provide patient/facility technique.

Manufacturer narrative:
Investigation pending.